Manufacturer narrative:
(B)(4). Manufacturer investigation pending device return.

Event description:
Self-tester reported: protime inr 1.8 vs reference lab inr 2.8 (B)(6) 2009. Therapeutic range: 2.5 to 3.5. Self-tester reported continually having problems with the meter.